Manufacturer narrative:
Complaint conclusion: as reported, a 6/7f mynxgrip vascular closure device (vcd) was prepped and inserted into a 6f non-cordis sheath (11cms). The mynxgrip did not deploy properly, and did not fully advance down. Manual compression was used for 30 minutes or less to stop the bleeding. There was no reported patient injury. The user shuttled down completely. There was no significant resistance when shuttling down. At prep, the black marker on the inflation indicator was fully exposed. The stopcock was opened when the balloon was at arteriotomy. There was no resistance while inserting the device. There was no resistance while pulling back. Unusual force was not applied while shuttling down/retracting. The user was trained in using the mynx device. This was an interventional coronary procedure. The patient was not hospitalized nor was the patient¿s hospitalization extended. The patient has recovered. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged from the black handle. The syringe was connected to the device with the stopcock open. The procedural sheath was on the outer cartridge tubing with its stopcock closed, and the sealant was observed to have been on the catheter shaft, exposed to blood and abutting the advancer tube¿s distal tip. The advancer tube was not engaged to the proximal tamp lock. It was unknown if the device was manipulated post procedure by retracting the shuttle cartridge to the black handle and exposing the sealant. Per functional analysis, the sealant was removed from the device, and a simulated deployment test was performed on the returned device. The shuttle cartridge was able to be advanced/retracted to the black handle with slight resistance, and the advancer tube was found properly engaged to the proximal tamp lock, per the mynxgrip instructions for use (IFU). After unsheathing, blood was observed on the surface of the advancer tube that was covered by the outer cartridge tubing, which may have caused the resistance felt when the shuttle retracting during the device failure investigation. A product history record (phr) review of lot f2015502 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿shuttle advancement issue¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as failure to open the stopcock during the procedure, may have contributed to the reported event. According to the instructions for use which is not intended as a mitigation of risk, it instructs users to open the procedural sheath stopcock and confirm temporary hemostasis while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Failure to open the procedural sheath stopcock and/or high tension applied to the balloon catheter during the deploy sealant step can result in a tight seal at the tip of the sheath, and as the device is advanced, blood can be trapped inside the sheath and caused the sealant to hydrate prematurely, obstructing the device path during the procedure and resulting in the reported incident. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6/7f mynxgrip vascular closure device (vcd) was prepped and inserted into a 6f non-cordis sheath (11cms). The mynxgrip did not deploy properly. Did not fully advance down. Manual compression was used for 30 minutes or less to stop the bleeding. There was no reported patient injury. The user shuttled down completely. There was no significant resistance when shuttling down. At prep, the black marker on the inflation indicator was fully exposed. The stopcock was opened when the balloon was at arteriotomy. There was no resistance while inserting the device. There was no resistance while pulling back. Unusual force was not applied while shuttling down/retracting. The user was trained in using the mynx device. This was an interventional coronary procedure. The patient was not hospitalized nor was the patient¿s hospitalization extended. The patient has recovered. The product is expected to be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. It is unknown if the device will be returned for testing and evaluation.   (B)(4). Additional information is pending and will be submitted within 30 days upon receipt.